Event description:
Inbound call from (B)(6) at md office stating pt called her about his pump. Pt says the pump is not working correctly and putting 'pressure' on his abdomen (specifics not reported). (B)(6) did say that the pt has had pump for awhile, dates unknown, serial number information unknown. No additional information or dates reported. Reported to (B)(6) by pt/caregiver.